Manufacturer narrative:
Additional information: blocks a2, a5, a6, b2, b5, d4, h6: patient codes and h6: impact codes. Correction to block g1: manufacturing site. Block b3: date of event: date of event was approximated to (B)(6) 2014 (implant date) as no onset date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) medical center, (B)(6) by dr. (B)(6). Block h6: patient codes e2401, e1715, e1301, e1906, e1309, e0123, e0505, e1302, e1302, e2006, e2101, and e2330 capture the reportable events of further urinary problems and right suprapubic fluid collection, scar tissue, dysuria, infection, urinary retention, pudendal neuralgia, hematoma, hematuria, erosion, mesh adhesion, and pain. Impact codes f1901, f1903 and f2303 capture the reportable events of additional surgeries, mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on (B)(6) 2014. As reported by the patient's attorney, post procedure, the patient experienced the following injuries: erosion, pudendal neuralgia, severe pelvic pain, further urinary problems, infections, and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This report is being filed to report additional information received for an event originally submitted via asr. - report identification number: (B)(4), - submission period: july 1, 2017 to august 31, 2017, - asr exemption number: e2013036, - pro code: otn. *additional information received on january 20, 2022 and january 22, 2022: on (B)(6) 2015, the patient presented for a postoperative check due to pain on her right side that was related to mesh placement. She had generalized lower abdominal pan and back pain. She also reported significant vaginal bleeding and passing large clots. Assessments included menorrhagia, pelvic pain and undetermined etiology. The physician suspected that the bleeding was not related to the recent surgery. On (B)(6) 2015, the patient had lysis of adhesion of mesh for the treatment of pelvic pain following tvt. No mesh exposure was noted on exam. On (B)(6) 2016, the patient was diagnosed with dysuria, myofascial pain, pelvic floor dysfunction, and pubic bone pain. Review of systems noted were as follows: general: chronic fatigue; fevers; difficulty with sleep; unintentional weight loss; and unintentional weight gain. Musculoskeletal: muscle or joint pain; body aches or stiffness; leg pain; and back pain. Neurologic: headaches; dizziness; and memory loss. Urinary: frequency; urgency; incontinence; dysuria; hematuria; incomplete emptying; and nocturia. During the visit, it was noted that the patient had two types of pain: deep pelvic pain and pubic bone pain. She had pain and urinary retention immediately after the sling placement. Urinary retention improved but then she developed urinary dysfunction and was started on variety of therapies. She eventually had partial removal on the right side with no improvement in symptoms and resulted in worsening in pubic pain with neuropathic pain symptoms. She was then worked up for osteitis pubis which was negative. She was referred to a different physician and her deep pain resolved, but the patient had pubic related neuropathic pain. Treatments tried in the past for this pain: on (B)(6) 2015: lysis of adhesion of mesh. On (B)(6) 2015: partial removal of mesh. Trigger point injection in vagina with no improvement. On (B)(6) 2015: complete removal of laparoscopic removal. On (B)(6) 2016: right inguinal hernia repair. Bilateral pudendal nerve block. On (B)(6) 2015: numbness with pain relief. On (B)(6) 2017, the patient presented with incomplete bladder emptying and for a follow-up examination after extensive mesh removal surgery (transvaginal urethrolysis, autologous fascial sling placement, repair incision hernia, cystocele, rectocele and cystoscopy) surgery on (B)(6) 2017. On operative report, an extensive scar tissue around periurethral region, pubic bone and lateral pelvic wall was noted. The patient had postoperative complications including pain control and gross incontinence that had improved. Assessment included abdominal hematoma, initial encounter (s/p surgery in (B)(6) 2017). There was no evidence of retention based on pvr and no evidence of gross incontinence on exam. The patient was likely still healing and would need pelvic rest x 12 weeks. On (B)(6) 2017, the patient was diagnosed with the following: 1. Right suprapubic fluid collection with component that on CT was read as extraperitoneal but might have a subfascial component with associated pain and severe tenderness. Mild retropubic tenderness on vaginal exam. 2. Urgency urinary incontinence. 3. Nocturnal enuresis. 4. Post-void dribbling. 5. Urinary urgency, frequency, nocturia. 6. Slowing of urinary stream. The patient was recommended with general surgery for fluid collection as it appeared related to her hernia repair on (B)(6) 2017. Urine culture was also sent to assess for uti due to her urinary urgency, frequency, nocturia and urinary incontinence.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on (B)(6), 2014. As reported by the patient's attorney, post procedure, the patient experienced the following injuries: erosion, pudendal neuralgia, severe pelvic pain, further urinary problems, infections, and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This report is being filed to report additional information received for an event originally submitted via asr. - report identification number: (B)(4) - submission period: (B)(6) 2017 - asr exemption number: e2013036 - pro code: otn *additional information received on january 20, 2022 and january 22, 2022: medical and surgical history included bulging disc, chronic interstitial cystitis, bladder pain, difficulty in walking, laparoscopic cholecystectomy, essure, and arthroscopy of hip with labral repair. On (B)(6), 2015, the patient presented for a postoperative check due to pain on her right side that was related to mesh placement. She had generalized lower abdominal pain and back pain. She also reported significant vaginal bleeding and passing large clots. Exam revealed the uterus was tender to palpation and reproduced the patient's pain. Assessments included menorrhagia and pelvic pain of undetermined etiology. The physician suspected that the bleeding was not related to the recent surgery. The patient was given norethindrone to stop the bleeding, doxycycline for potential endometritis, and will have a pelvic ultrasound. On (B)(6), 2015, the patient continued to have pelvic pain including pain on the left side, and she was bleeding again. Exam revealed no mesh exposure. An overlying area of the sling on the patient's right was prepped with iodine and lidocaine was placed, after which the vaginal epithelium was opened and the mesh identified. The mesh was transected and the overlying epithelium was closed. This was done to aid in the discomfort the patient was having. On (B)(6), 2016, the patient was diagnosed with dysuria, myofascial pain, pelvic floor dysfunction, and pubic bone pain. During the visit, it was noted that the patient had two types of pain: deep pelvic pain and pubic bone pain. She had pain and urinary retention immediately after the sling placement. Urinary retention improved but then she developed urinary dysfunction and was started on variety of therapies. She eventually had partial removal on the right side with no improvement in symptoms and resulted in worsening in pubic pain with neuropathic pain symptoms. She was then worked up for osteitis pubis which was negative. She was referred to a different physician and her deep pain resolved, but the patient had pubic related neuropathic pain. Treatments tried in the past for this pain: (B)(6) 2015: lysis of adhesion of mesh (B)(6) 2015: partial removal of mesh trigger point injection in vagina with no improvement (B)(6) 2015: complete removal of laparoscopic removal (B)(6) 2016: right inguinal hernia repair bilateral pudendal nerve block (B)(6) 2015: numbness with pain relief on (B)(6), 2017, the patient presented with incomplete bladder emptying and for a follow-up examination after extensive mesh removal surgery (transvaginal urethrolysis, autologous fascial sling placement, repair incision hernia, cystocele, rectocele and cystoscopy) surgery on (B)(6), 2017. On operative report, an extensive scar tissue around periurethral region, pubic bone and lateral pelvic wall was noted. The patient had postoperative complications including pain control and gross incontinence that had improved. Assessment included abdominal hematoma, initial encounter (s/p surgery in (B)(6) 2017). There was no evidence of retention based on pvr and no evidence of gross incontinence on exam. The patient was likely still healing and would need pelvic rest x 12 weeks. On (B)(6), 2017, pelvic ultrasound showed a subcutaneous simple fluid collected that may be due to postoperative seroma; there was complex fluid collection in the right adnexa and the appearance was consistent with a hematoma. On (B)(6), 2017, CT of the abdomen and pelvis noted right pelvic fluid collection that displaced the bladder to the left side and had both a deep component to the anterior pelvic musculature and appeared to extend through the musculature to the subcutaneous tissues. This appearance was consistent with an abscess. Ir drainage was attempted with no fluid obtained. On (B)(6), 2017, repeat CT showed the extraperitoneal fluid collected with the in the right side of the pelvis was mildly smaller than on the previous imaging. Ir drainage was attempted with no fluid obtained. On (B)(6), 2017, the patient was experiencing urinary incontinence, frequent urination, nighttime voiding, urinary urgency, urinary burning/pain, difficulty emptying bladder, vaginal and vulvar pain, constipation, painful intercourse preventing intercourse, pelvic/bladder/abdominal/rectal/back pain, urinalysis showed no signs of infection of microscopic hematuria. The impression included: 1. Right suprapubic fluid collection with component that on CT was read as extraperitoneal but might have a subfascial component with associated pain and severe tenderness. Mild retropubic tenderness on vaginal exam. 2. Urgency urinary incontinence 3. Nocturnal enuresis 4. Post-void dribbling 5. Urinary urgency, frequency, nocturia 6. Slowing of urinary stream (based upon uroflow) the patient was recommended with general surgery for fluid collection as it appeared related to her hernia repair on (B)(6), 2017. Urine culture was also sent to assess for uti due to her urinary urgency, frequency, nocturia and urinary incontinence. *additional information received on march 23, 2022: on (B)(6), 2015, the patient presented seeking for further medical recommendations/interventions for her constant pain. She underwent lysis of sling in (B)(6) 2015 and partial sling removal in (B)(6) 2015 without improvement in symptoms and thought these possibly worsened symptoms. The patient reported constant pain mostly on her right side. However, this has been increasing on her left to the point that the pain has been equal at times. She reported the pain is in her right labia/perineum, bilateral shooting pain from tailbone, sciatic pain into right posterior thigh and numbness in her clitoris at times. She reported that ice, tens and medications can improve her pain somewhat. After a bowel movement (bm), she also tends to feel improved due to decreased pressure in her rectum. She reported increase in pain when standing, walking, tight clothing, sitting, during a bm and before/mid menstrual cycle. Her pain limits her ability to participate in work and in her family life. It is difficult to perform daily household chores and has lost her job. She is able to have intercourse, however, infrequent. She reported when she has an orgasm without penetration she does not experience pelvic pain, only clitoral numbness. When she has an orgasm with penetration, she reports feeling "debilitated" with pain for 4-5 days post. Reportedly, vaginal suppositories are helpful; otherwise, her pain is mostly persistent. She also reported continued urinary frequency, incomplete bladder emptying and pain with urination. Urodynamic testing was performed and the patient was found to be retaining urine and a prolapse was noted per patient report. She denied bowel incontinence; however, she has significant pain due to constipation at times. History of prior pt noted that the patient had pt initially to address her myalgia as prescribed by her md. The patient reports minimal relief initially then her pain began to worsen. She then started seeing a different md who recommended another women's health pt. This pt reportedly recommended the patient to hold off from her treatments until consultation and treatment planning during this appointment established. Pelvic exam was performed during this visit and the patient was noted with rectocele on observation. She reported moderate pain to palpation over bilateral levator and mildly increasing with palpation towards ischial spine. Most pain reported to palpation just posterior to pubic bone bilateral due to location of her mesh and bilateral on either side of urethra. Furthermore, she was noted with significant pain in bilateral groin and over bladder. She was able to perform a pelvic floor muscle contraction with limited excursion on her right compared to her left, very sluggish release bilateral and minimal bulge. Assessment noted included mild to moderate muscle spasms bilateral in pelvic floor, worse on the right side than on her left particularly in levator and muscle groups (iliococcygeus and pubococcygeus primarily). It was tender to palpation internally and externally that corresponds with mesh placement/surgery. The patient was noted with overall muscle dysfunction and guarding and would benefit from outpatient pt once medical treatment plan initiated. On (B)(6), 2015, the patient called to report she had intercourse about a week ago and now has intense pelvic pain. She was s/p mesh removal on (B)(6), 2015 and reported she did have perineal bruising afterwards. She stated she was told she could resume intercourse as tolerated and did resume it very carefully and gently. She reported she has been couch-bound from the pain. She has been using the b&o suppositories at night but feels that is not making any difference. She was advised to try the vbk suppositories in the morning to see if they help. She was advised that she has had extensive surgery in the pelvis but none in the vagina or groin but that this manipulation from the surgery can predispose her to muscle spasm. She was advised to avoid pt for several weeks by her urologist but was advised to call her provider if the suppositories do not work and they may want to start her on another medication for muscle spasm after evaluation. She agrees to try the vbk suppositories. On (B)(6), 2016, the patient called to report she continues to have pain since her mesh surgery. She reported pain that feels like nerve pain and goes into the groin, down the leg, and into the buttock and labia. She reported she is taking 1-2 oxycodone per day and using 1-2 b&o suppositories per week. On (B)(6), 2016, the patient still experiences deep pelvic pain. She last underwent trigger point injection into pelvic floor muscles and bilateral pudendal nerve block in (B)(6) 2016 with significant improvement in her pelvic pain symptoms (the patient had some extreme le numbness and voiding difficulty post pn e block). Assessment included pelvic floor pain related to mesh and neuropathic pain. On (B)(6), 2016, the patient underwent exam under anesthesia, trigger point injection into pelvic floor muscles and bilateral pudendal nerve block procedures. Preoperative and postoperative diagnoses included pudendal pain and muscle spasticity of lower extremity. On (B)(6), 2017, the patient presented with chronic pelvic pain but reported that she is able to walk now which is an improvement. During her last procedure, a lower abdominal wall hernia was noted and primarily repaired. On (B)(6), 2018, the patient was seen for follow-up. She had undergone nerve block with numbness without pain relief and had an episode of incontinence two days ago. Also developed sudden onset bladder symptoms and deep vaginal pain/spasms and associated l labial spasms. Used oxycodone and b&o suppositories (with improvement). The patient was receiving advanced pain management for oxycodone and was also getting serial bilateral u/s guided ilioinguinal/iliohypogastric nerve blocks every 2 months with significant improvement in symptoms with 5 days of pain improvement. She was also seeing a naturopath who supplemented adrenal and hormonal deficiencies. She was also straight catheterizing due to pelvic floor dysfunction. She was doing pt work but only external scar mobilization used baclofen and b&o suppositories as well on an as needed bases. She had an overall significant reduction in pain. Groin and pubic pain were ongoing. Trigger point injection was performed. The assessment included vaginal burning for which culture and gram stain were performed, frequency of urination and dysuria for which urinalysis and culture were submitted, and dysthesia related to multiple prior surgeries and possible also confounding myofascial pain. Pyridium was given to help with bladder spasm symptoms.

Manufacturer narrative:
Additional information: blocks b5, h6: patient codes and h6: impact codes updated based on the additional information received on march 23, 2022. Correction to blocks b5 and h6: patient codes. The following patient codes have been removed: e2312: fatigue. E230101: fever. E0130: sleep dysfunction. E1208: weight changes. E0116: headache. E0112: dizziness. E0120: memory loss/impairment. Block b3: date of event: date of event was approximated to 12/08/2014 (implant date) as no onset date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) medical center, (B)(6) by dr. (B)(6). Block h6: patient codes e2401, e1715, e1301, e1906, e1309, e0123, e0505, e1302, e1302, e2006, e2101, e2330, e1405, e1605, e1705, e0506, e172001 and e2319 capture the reportable events of further urinary problems and right suprapubic fluid collection, scar tissue, dysuria, infection, urinary retention, pudendal neuralgia, hematoma, hematuria, erosion, mesh adhesion, pain, dyspareunia, muscle spasms, vaginal burning, significant vaginal bleeding, abscess and right inguinal hernia. Impact codes f1901, f1903 and f2303 capture the reportable events of additional surgeries, mesh removal and medications. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on (B)(6) 2014. As reported by the patient's attorney, post procedure, the patient experienced the following injuries: erosion, pudenal neuralgia, severe pelvic pain, further urinary problems, infections, and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This report is being filed to report additional information received for an event originally submitted via asr. Report identification number: (B)(4), submission period: july 1, 2017 to august 31, 2017, asr exemption number: e2013036, pro code: otn.